Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported events was isolated to the abrasion breaching the outer insulation and exposing the outer coil.

Event description:
New information received notes that the atrial lead was successfully explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported h6 investigation conclusion as "conclusion not yet available". Updated to "cause traced to component failure:" to reflect findings of completed analysis.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This oversensing resulted in inappropriate mode switches. The lead also showed low pacing impedance. Imaging was done and confirmed no lead integrity issues. The lead was programmed off and remained implanted. The patient was stable and asymptomatic.